Manufacturer narrative:
(B)(4). Concomitant medical products: all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog # 00597206532 lot # unknown, femoral component option size e right catalog # 00596601502 lot # unknown , nonaugmentable stemmed tibial component option size 5 catalog # 00598604701 lot # 17515000, zimmer bone cement dough-type catalog # 1102-12 lot # unknown. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.  Discarded.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient was revised due to instability and dislocation after multiple falls.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Device was not returned. Review of the device history record (DHR) found three scrapped parts. The root cause is considered to be a patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Medical product: nexgen femoral component catalog # 00596601502 lot # 61881100 nexgen all poly patella catalog # 00597206532 lot # 61708000 zimmer bone cement dough-type catalog # 1102-12 lot # 58987300 multiple MDR reports were filled for this event: 0001822565-2019-01656 0002648920-2019-00300 0001822565-2019-01657.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated:

Event description:
It was reported from additional information that the patient was revised due to instability, dislocation after multiple falls, synovitis, metallosis, rupture of medical retinaculum and vastus medialis oblique.